Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: there were call service ( cs078) alarms observed in the pump history on the date of the reported alarm. Rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, there was moisture in the display. The battery compartment was cracked and the pump leaked. The pump was opened and moisture was found internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.